Event description:
It was reported that 3 months after having a pallantine tonsillectomy using a procise coblator wand, the patient is having nasal regurgitation when drinking and experiences bumps/cysts on the posterior pillar when eating certain foods. The doctor believes there may be an anatomical change in the posterior pillar position. No device malfunction or other abnormalities occurred before or during the procedure.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Velopharyngeal insufficiency (vpi) is a known risk associated with tonsillectomy and adenoidectomy with or without the use of coblation. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes the patient¿s general health, following post-operative instructions and/or the presence of coexisting medical problems.